Manufacturer narrative:
Concomitant medical products: monoject 35ml syringe; monoject 3ml syringe. Therapy date: unk. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that there was an unspecified amount remaining in the syringe after nicu caffeine infusion. The customer stated that there was no patient harm. The nurses tested the device off patients and reported some discrepancy in volume in the syringe (amount not provided) does not match the volume reading on the syringe module. It was later reported that the facility was using the incompatible syringe sizes for the syringe modules.